Event description:
Successful closure of asd in cath lab with 22mm amplatzer device, which was balloon sized at 21.5mm with cessation of flow across asd by ice. The push-pull technique was intact in the cath lab. Post-procedure, patient had a coughing spell, developed nsvt (non-sustained ventricular tachycardia), and stat echo showed dislodgement of device into the lv outflow tract. Emergent surgical intervention to retrieve device and successful patch closure; patient had an uneventful post-operative course, and discharged three days post operation.

Manufacturer narrative:
Additional information was received from the medical center, it is currently being reviewed by a medical professional.